Event description:
The customer reported that the system displayed a 'precharge error'. This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep was informed of the issues presented. The customer was instructed to reset the battery charger circuit breaker. The system was tested and found to be working as intended and returned to service.